Event description:
Female "scoli" patient had procedure from t11-s1. Patient had a non-union and had a reop 6-months out. The devex cage at site of the non-union (l5/s1) was removed. The cage and tissue sample were sent to a pathologist for evaluation.

Manufacturer narrative:
Patient had a non-union that resulted in movement at that level that hampered bone growth. Pathology report findings are consistent with what would be expected as a result of non-union. There is no connection that can be made between this outcome and any shortcoming of the device or information provided with the device. This type of event is not unanticipated and the instructions for use (IFU) supplied with the device list non-union as a potential adverse outcome.